Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cabinet was not connected to the network and there were issues with making an rxverify request. Lmi and myqlink were checked and it was found that the cabinet was offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cabinet was not connected to network. A technical support specialist (tss) instructed the user to reboot the cabinet and verify network connectivity through a web browser, which confirmed the cabinet was not connected to the facility network. The user coordinated with the local maintenance team, after which the cabinet was successfully restored and brought back online. The system functioned as intended after the technical support specialist troubleshot the device.